Manufacturer narrative:
A low battery alarm was noted on the long history file. Detailed trace analysis confimed that the low battery alarmed and the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non sleep anomlay software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the replacement battery cap they just received did not resolve the low battery alerts. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced. No further details were provided.